Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. In-fast ultra kit was reported to be used/implanted during this procedure. Additional information from the importer report: additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2012; (B)(4); (B)(6). Attorney.